Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively out of cochlea. This might explain the reported worsening of the pre-existing vertigo. The latter was likely due to the mentioned endolymphatic hydrops, which might have also contributed to the observed migration. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user is suffering from vertigo. The user was already suffering from vertigo before the surgery, but reportedly the vertigo became worse after the surgery. Hearing performance with the device is not affected. During implantation the implant electrode was fully inserted up to the marker, but the surgeon suspected that the electrode lead had deviated into the scala vestibuli. The user was re-implanted on the (B)(6) 2020. The user is reportedly doing well with the new device, vertigo has also improved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is suffering from vertigo. The user was already suffering from vertigo before the surgery, but reportedly the vertigo became worse after the surgery. Imaging performed after the surgery, shows that only 8 electrodes are still in the cochlea.